Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting. Upon evaluation, there was a failure at bga components u104 (pxa) and u1003 (pld). The root cause of the u104 and u1003 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
03/15/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/30/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a charger indicating that it was resetting.